Manufacturer narrative:
The biomedical engineer (bme) the customer reported that the central nurse's station (cns) is displaying at disk read error press ctrl+alt+del to restart is displayed. Pressing ctrl+alt+del does reboot the cns but the same message is displayed. Tech support (ts) had him remove hdd 1 and reboot, no change. Reinserted hdd 1 and removed hdd 2- no change. Ts then recommended that this unit get sent in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) the customer reported that the central nurse's station (cns) is displaying at disk read error press ctrl+alt+del to restart is displayed. Pressing ctrl+alt+del does reboot the cns but the same message is displayed. Tech support (ts) had him remove hdd 1 and reboot, no change. Reinserted hdd 1 and removed hdd 2- no change. Ts then recommended that this unit get sent in for repair. No patient harm was reported.